Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes have poor barrier of samples, and oil gel globules. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received 10 photographs for the investigation; lot # was not provided. The photos were reviewed and the indicated failure mode for oil gel globules and poor plasma was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for oil gel globules and poor plasma based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes have poor barrier of samples, and oil gel globules. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.